Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was discovered that the right ventricular (rv) lead exhibited noise that was oversensed by the device. No intervention was performed. There were no adverse consequences to the patient.